Manufacturer narrative:
Product complaint #: (B)(4). Patient identifier: (B)(6); procode: krd/hcg. A supplemental report will be submitted if new facts arise, which materially alter information submitted in a previous MDR report. This is one of five products involved with the complaint and the associated manufacturer report numbers are: 3008114965-2020-00552, 3008114965-2020-00553, 3008114965-2020-00554 and 3008114965-2020-00556.

Event description:
As reported by the sterling study, a (B)(6)-year old male (subject (B)(6)) with a history of headaches, controlled hypertension, controlled hyperlipidemia, myocardial infarction (mi), subarachnoid hemorrhage secondary to ruptured target aneurysm ((B)(6) 2019), and benign prostatic hyperplasia (bph) underwent stent-assisted coil embolization of a recurrent basilar artery aneurysm on (B)(6) 2020. The target aneurysm had been previously treated with unspecified coils on (B)(6) 2019. 180-day (6-month) follow-up magnetic resonance angiography (mra) performed on (B)(6) 2020 showed modified raymond-roy classification score of class ii: residual neck = persistence of any portion of the original defect of the arterial wall but without opacification of the aneurysmal sac. Retreatment of the target aneurysm was subsequently performed due to residual neck on (B)(6) 2020. Two competitor coils were implanted with raymond-roy class I: complete = complete obliteration. There were no reported intraoperative adverse events or study device deficiencies. Immediate pre-procedure angiography on (B)(6) 2020 revealed an unruptured basilar artery aneurysm with the following dimensions: height 4.6mm, dome 4.1mm, maximum aneurysm diameter 4.6mm, neck size 4.5mm, and dome-to-neck ratio 0.9mm. The parent vessel diameter was 2.8mm. Stent-assisted coil embolization was subsequently performed with the implantation of one neuroform atlas stent, two 3mm x 4cm (B)(4) g3 xsft ((B)(4)), one 2mm x 4cm; (B)(4) g3 xsft hel ((B)(4)), one 1.5mm x 2.5cm; (B)(4) g3 mini ((B)(4)), one 1.5mm x 3cm; (B)(4) g3 mini ((B)(4)), and one competitor coil. An excelsior sl-10 (stryker) microcatheter was used for coil delivery. There was no microcatheter kickback (loss of access to aneurysm) experienced. Heparin was administered during the procedure. In the opinion of the investigator, treatment of the target aneurysm was considered complete and the study coils were successfully implanted at the target site with angiosuite packing density 13.08%. Immediate post-procedure modified raymond-roy classification score was class I: complete obliteration. There were no reported intraoperative complications or study device deficiencies. The patient was discharged home with self-care on the following day with modified rankin scale (mrs) score of 1. The 180-day (6-month) follow-up visit was conducted via phone on (B)(6) 2020. Mrs score was 1. Mra performed on (B)(6) 2020 demonstrated aneurysm recanalization requiring retreatment on (B)(6) 2020. The complaint coils remain implanted in the patient and are not available for evaluation.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Updated sections on this medwatch report: b5, g3, g6, h2, h6 and h10. Section b5: the additional information received from the clinical site confirmed coil compaction with the aforementioned coils that led to target coil retreatment on (B)(6) 2020 in which two competitor coils were implanted as a result. Based on the additional information, ¿deformation due to compressive stress¿ has been added to the medical device problem code (h6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the sterling study, a 62-year old male (subject 894-026) with a history of headaches, controlled hypertension, controlled hyperlipidemia, myocardial infarction (mi), subarachnoid hemorrhage secondary to ruptured target aneurysm ((B)(6) 2019), and benign prostatic hyperplasia (bph) underwent stent-assisted coil embolization of a recurrent basilar artery aneurysm on (B)(6) 2020. The target aneurysm had been previously treated with unspecified coils on (B)(6) 2019. 180-day (6-month) follow-up magnetic resonance angiography (mra) performed on (B)(6) 2020 showed modified raymond-roy classification score of class ii: residual neck = persistence of any portion of the original defect of the arterial wall but without opacification of the aneurysmal sac. Retreatment of the target aneurysm was subsequently performed due to residual neck on (B)(6) 2020. Two competitor coils were implanted with raymond-roy class I: complete = complete obliteration. There were no reported intraoperative adverse events or study device deficiencies. Immediate pre-procedure angiography on (B)(6) 2020 revealed an unruptured basilar artery aneurysm with the following dimensions: height 4.6mm, dome 4.1mm, maximum aneurysm diameter 4.6mm, neck size 4.5mm, and dome-to-neck ratio 0.9mm. The parent vessel diameter was 2.8mm. Stent-assisted coil embolization was subsequently performed with the implantation of one neuroform atlas stent, two 3mm x 4cm galaxy g3 xsft (glx120304/l16447 & l13212), one 2mm x 4cm galaxy g3 xsft hel (glx120204/l12393), one 1.5mm x 2.5cm galaxy g3 mini (glm915025/l12496), one 1.5mm x 3cm galaxy g3 mini (glm915030/l14712), and one competitor coil. An excelsior sl-10 (stryker) microcatheter was used for coil delivery. There was no microcatheter kickback (loss of access to aneurysm) experienced. Heparin was administered during the procedure. In the opinion of the investigator, treatment of the target aneurysm was considered complete and the study coils were successfully implanted at the target site with angiosuite packing density 13.08%. Immediate post-procedure modified raymond-roy classification score was class I: complete obliteration. There were no reported intraoperative complications or study device deficiencies. The patient was discharged home with self-care on the following day with modified rankin scale (mrs) score of 1. The 180-day (6-month) follow-up visit was conducted via phone on (B)(6) 2020. Mrs score was 1. Mra performed on (B)(6) 2020 demonstrated aneurysm recanalization requiring retreatment on (B)(6) 2020. Additional information received from the clinical site on 08-dec-2020 indicated that the initial ruptured aneurysm that was treated on 08-aug-2019 had axium (medtronic) coils implanted. The second procedure, a stent assisted coil embolization that took place on 18-feb-2020 included the following coils: galaxy xsft 3 mm x 4 cm, galaxy xsft 3 mm x 4 cm, galaxy xsft 2 mm x 4 cm, galaxy mini 1.5 mm x 2.5 cm, penumbra wave extra soft 1.5 mm x 3 cm and galaxy mini 1.5 mm x 3 cm. The additional information received from the clinical site confirmed coil compaction with the aforementioned coils that led to target coil retreatment on (B)(6) 2020 in which two competitor coils were implanted as a result. The complaint coil remains implanted in the patient and therefore is anot available for analysis. A manufacturing record evaluation was performed for the finished device l16447 number, and no non-conformances related to the reported complaint condition were identified. Aneurysm recanalization is a known potential complication associated with coil embolization procedures. Coil compaction is the decrease in interspaces between the loops of the coils, which leads to smaller coil mesh. It can occur over time after coil placement. Review of the available information does not allow for an exact determination of root cause; however, factors which may have a correlation with recanalization following coil embolization include neck size, packing density, and inflow angle. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.